Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Return components were confirmed as the delivery wire, introducer sheath and deployed stent. Dried blood was observed within the introducer sheath. No anomalies were observed on any of the device components. During functional evaluation, the stent delivery wire moved freely within the introducer sheath. No additional information was able to be obtained from the customer. Review and analysis of all available information cannot determined the exact cause for the reported issue.

Event description:
It was reported that the stent (subject device) detached inside the microcatheter prior to being deployed.

Manufacturer narrative:
The reported event date is estimated.

Event description:
It was reported that the stent (subject device) detached inside the microcatheter prior to being deployed.